Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. There is intermittency between the pin and cap on the is-1 connector. The distal conductor and defibrillator conductors were distorted. The distal conductor was fractured (overstress). There was conductor wear on the proximal conductor. The outer tubing overlay had blood/body fluid, was melted, had cosmetic environmental stress cracking, had a breached cut. The outer tubing was kinked/buckled and had an environmental stress cracking breach/breach (non-electrical). There was outer insulation cosmetic depression. There was blood in/on the helix mechanism. Tissue was on the helix. The lead was stretched.

Event description:
The lead was returned to the manufacturer after being explanted due to noise, oversensing, and high impedance. Th lead subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.